Event description:
It was reported that the 9600 system had an intermittent collimator iris error message at boot up prior to a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The connections were re-seated during the service call. The system was tested and found to be working as intended and put back into service.